Manufacturer narrative:
A.4 is unknown. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist. Section: table 3.2 impella catheter components. ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry that a patient implanted with an impella cp experienced hypotension and worsening leukocytosis. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product was returned for investigation. Hypotension: the cause of the clinical symptom was not determined due to insufficient clinical details. Infection: in order to make a root cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the infection was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1733776. Device history batch: subcomponent lot: n/a device history review: device with sn: 458346 passed all post sterile inspection checks.